Event description:
It was reported that the irc5po2v concentrator sounds like sand is falling from one side to the other when unit is cycling (1035 hours on unit). Ran unit on 5 lpm and started alarming after running for ten minutes.